Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the buttons sticky or non-responsive, back light did not work and diminished battery life. Customer also stated that the insulin pump had increased noise during rewind or did not rewind, cracked in casing and cannot put reservoir in. The device will not be returned for analysis.